Event description:
It was reported while the surgeon was trying to burr his anterior femoral lug during a cori assisted ukr surgery, the real intelligence cori had a system console bad error. They proceeded to quit the case and received an internal error. They rebooted the system, calibrated, and continued without issue. The procedure was completed with a minimal delay (fewer than 30 minutes) using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The screenshot review confirmed the "system console is bad" error in the femur bone removal state. Log file review found that the user received "system console is bad" error dialog due to a hardware issue, and that the software displayed the error message as expected. An internal error message is a result of an intraop crash. However, the log files (naviosystem. Log, xsession.log,) needed for further investigation of the intraop crash were not provided for review. It is possible that the internal error is an occurrence of a known software issue, where following a non-recoverable error (where the user is forced to exit the application), the user is prompted to quit intra-op, which results in the ¿internal error¿ message displayed. When the intra-op encounters a non-recoverable error, including the system console is bad error, it requests the user to quit the application, but still displays the ¿internal error¿ message to the user. This was originally identified as a potential software bug. However, with non-recoverable errors, it was determined that the ¿internal error¿ message is programmed to be displayed to the user and is not a software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.